Event description:
It was reported that the patients lead had migrated. The patient underwent a lead replacement procedure and was doing well post-operatively. The explanted device will not be returned as it was kept by the facility.

Manufacturer narrative:
Exact date unknown, event occurred two years ago from the date the manufacturer became aware of the event.